Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they were in a lot of pain for the last hour or two today as the unit quit working. Pt said that they only used group a which had 4 programs. Pt said that each program was for a different area for the most part. Pt said that the worst was their ankle and foot and that they hurt so bad they wanted to cry. Pt said that they were ready to take pain pills and it was so horrible. Pt said that they increased the stimulation, however there was no intensity. Pt said that they checked all 4 programs and they were all at 0. Pt said that the ins was still on, so they increased each program back up, however the shock/therapy was beating them to death. Pt said that they had a couple programs set to even a lower intensity than normal. Pt switched to groups b and c during the call but then went back to group a. Pt noted that they had a paddle lead so they could have more control of the therapy. Pt said that they had the ins reprogrammed as they weren't getting coverage and so the rep gave them 4 programs. Pt said that they were having trouble with their leg and foot and that the pain was horrible while they were lying in bed. Pt said the rep reprogrammed the ins. The patient was redirected to their healthcare provider to further address the issue. Agent also advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Pt said that their next appointment is in two weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.